Event description:
It was reported that foreign matter was found before with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, "when using 2ml syringe, the nurse could see an obvious foreign matter visually from the package, which could not determine whether it was sterile and could not be used clinically."

Manufacturer narrative:
Investigation summary: bd has been provided with a photo and sample for catalog 301940 lot 1803215 to investigate for this record. Visual examination of the samples identified black particles in the blister. As a result, bd was able to verify the reported issue. This foreign matter is composed of black particles coming from the dyes of the primary packaging machine. When bd performs a dye change, bd runs the machine scraping product for a time trying to remove every foreign particle which could remain in the blister after the startup of the machine. In this case, this protocol was not performed correctly and some black particles were present in the blister, producing the reported issue. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, "when using 2ml syringe, the nurse could see an obvious foreign mater visually from the package, which could not determine whether it was sterile and could not be used clinically."